Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving high voltage therapy. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. It is unknown if the therapy was appropriate. No sources of electromagnetic interference were noted. A device download was unable to be performed due to an unexplained power on reset. On (B)(6) 2018 the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) that occurred which the device was in the process of delivering high voltage therapy. The device was tested on the bench. The cause of the por could not be determined.